Event description:
It was reported that during the implant attempt there was difficulty deploying the helix mechanism. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. The helix extends and retracts within product specification. The proximal conductor was distorted. The lead was damaged at implant.